Event description:
It has been reported to the company that the balloon would not deflate during the procedure. The physician inserted the balloon occlusion wire into the saphenous vein graft and inflated the occlusion balloon to 5mm and tested the area with a puff of contrast. Still flow going distal, inflated to 5.5mm and tried again and still not occluded. Inflated the occlusion balloon to 6mm, still getting some flow, realized that the area of the occlusion balloon was larger than expected. Went to deflate the occlusion balloon and it would not deflate. The physician was able to remove the inflated occlusion balloon out of the patient.